Event description:
Caller reports two occasions where she was unable to obtain a blood glucose result due to an error on the aviva plus system. During the first event the caller noticed the customer exhibited low blood glucose symptoms; she attempted to use the device but received an error. The caller treated the customer with 8 oz of apple juice via feeding tube. Low blood glucose symptoms improved after about 20 minutes. Details were not provided for the second event, but he had been treated with apple juice at that time as well. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.